Event description:
The customer reported that there was a filament regulator error during a procedure with pt involvement. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable connectors were regreased. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.